Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: batch # 911c40. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with two partially fired 1/16 ecr60d reload(b, c) present. In addition the pan of reload(c) was noted to be partially dislodged from left proximal side, no driver was missing. The returned device and reload(b) were tested for functionality in the articulated position by resetting and reloading it into the device, no functional test was conducted on reload(c) due to the condition of it. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 911c40, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.